Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an elective pulse generator change and lead revision procedure. The physician discussed that the atrial lead previously exhibited an ongoing issue of lead noise oversensing. During the procedure, the physician observed two different insulation breaches on the atrial lead, one an inch from the suture sleeve and another proximal to it. The physician also discovered an insulation breach on the right ventricular lead proximal to the suture sleeve. Both leads were successfully capped and replaced on (B)(6) 2020. The patient was discharged from the hospital after the procedure. Related manufacturer reference number: 2017865-2020-06735.